Event description:
The customer stated that the display of the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.

Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed.